Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the startup failure was due to power supply printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the high definition lcd monitor's power turns off automatically sometimes. There was no report of patient harm.

Event description:
The customer further reported the event occurred during an unspecified procedure and observations were made on another monitor. Additionally, the customer reported "after turning on the power, I noticed that the power light was on. It had disappeared. When you turn the monitor off and on again it turns on, but then the power turns off again. It seems like this happened about 5 times in an hour."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.